Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found upon power up, programmer displayed a system error, then switched to a different error. Analysis also found the display drops when weights are added and the programmer system fan is intermittently noisy. Concomitant medical products: 229047 analyzer. (B)(4).

Event description:
It was reported there was a serious programmer problem; it is noted the serious programmer problem occur during startup of the programmer after an upgrade to linq software. The programmer was returned for repair. No patient complications were reported as a result of this event.